Event description:
Customer left a comment on saalt's facebook group post explaining their iud came out while removing their saalt cup. Saalt left a comment asking the customer to send them a message clarifying whether or not they were using a saalt cup. The customer indicated they were using a saalt cup and saalt asked for their email so they could request some additional information about the customer's removal techniques, cup mold identifying number, and lot number on the packaging. Saalt made three attempts to contact the customer for that information without a response. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."